Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.insulation and conductor damage were found at 26.7-28.0cm from the connector pin consistent with clavicle crush damage. All of the conductor insulations were abraded. The svc shock coil was fractured. The clavicle crush damage is consistent with the observation from the field of low lead impedance and noise.

Event description:
It was reported that a (B)(4) transmission revealed noise and low pacing impedance. The asymptomatic patient was admitted for further review. Fluoroscopy revealed lead damage due to suspected clavicular crush. The lead was explanted and replaced.